Event description:
Spinal hardware and a vbr cage were inserted between l5 - s1 for degenerative scoliosis in (B)(6) 2008. Competitors fixation hardware was used. After the surgery, the cage was found to have backed out which caused neurological symptoms. The case was revised and it was noted that the fixation hardware on one side was loose. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Contact reported at the time of the revision, the construct hardware was loose. If the hardware loosened, it accounts for the migration of the vbr implant. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is an adherent risk of this procedure.